Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The tandem pump user guide states: if you drop your pump or it has been hit against something hard, ensure that it is still working properly. H3 other text : device not returned.

Event description:
It was reported that after the pump was dropped, the pump touch screen was cracked, unreadable, and unresponsive. Customer¿s blood glucose level was 111 mg/dl. The customer reverted to an alternate method in insulin therapy.